Manufacturer narrative:
The reported events were dislodgment and a helix mechanism issue. As received, a complete lead was returned for analysis. The reported event of a helix mechanism issue was confirmed. Visual and x-ray examination of the lead found the inner coil was over torqued at connector pin region. After cleaning and applying torque directly to the inner coil, the helix could be retracted and extended. The cause of the reported event helix mechanism issue was due to over torque of the inner coil consistent with procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies with the exception of procedural damage.

Event description:
During follow-up, dislodgement of the right ventricular (rv) lead was noted. During the revision procedure the helix failed to extend. The event was resolved by explanting and replacing the rv lead. The patient was in stable condition.